Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to spinal pain. Intra-op, the set screw thread worn/sheared. No fragment of the set screw remained inside the patient. No patient complications were reported due to this event.